Event description:
The patient reported that the carelink monitor would not turn on. When the patient went to remove the batteries, one battery leaked on the patient's hand causing blisters. The patient declined troubleshooting and stated she will not be using the monitor. No further patient complications have been reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) visual analysis observed corrosion in the battery compartment. The monitor did not power up at initial testing due to the corrosion. During further analysis, the device passed full functional testing. The reported event could not be duplicated. Because batteries are not installed into the battery compartment in the assembly process, the corrosion was suspected to be induced externally.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.